Manufacturer narrative:
No additional information was received. The device pusher and implant were returned to the manufacturer and their evaluation is complete. Investigation conclusion: the investigation of the returned coil system found the hypotube kinked at the middle section, and the implant coils stretched and entangled; however, the implant coils found to be attached to the pusher upon receipt and the pusher not found broken as described in the reported event. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the azur coil was used in an unspecified embolization procedure. During advancing the coil in a non-microvention microcatheter, resistance felt in the middle of the microcatheter and the coil unintentionally detached from the pusher. The coil was successfully withdrawn and removed from the patient. Upon removal the coil was found to be stretched. The coil was replaced with another coil to continue the procedure. Subsequently, the procedure was completed successfully. There was no report of harm or injury to the patient.